Event description:
Note: the event date is unk. It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, during the procedure, the unit intermittently failed to deliver output. F/u with the complainant revealed that improper use of the grounding pads may have caused the issue. The unit has since been used in a procedure with no issues. No add'l info regarding the pt or procedure was available. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).